Event description:
It was reported that the customer went to the emergency room in november and was subsequently hospitalized with an elevated blood glucose (bg) level; cause of bg not known. Specific date could not be recalled and bg value not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged "a few days" later with the issue resolved and no permanent damage, however the customer could not recall the exact date. Tandem technical support (tts) offered to complete a system check, however, customer declined to complete the check.